Event description:
It was reported that the leep device makes a loud noise when in use and does not always cauterize immediately. Device to be returned for repair. No patient harm reported. No additional information is available. 1216677-2024-00069 lp-20-120 leep 2024-12-0000231.

Manufacturer narrative:
Device to be returned for repair. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Updated: b4, d9, g3, g6, h2, h3, h4, h5, h6, h11. Distribution history: this complaint unit was manufactured at csi on 7/8/2016 and shipped on 7/16/20216. Manufacturing record review: dhrs were reviewed and no non-conformities, related to the complaint condition, were noted. Service history record: this unit was fitted with a new main board 9/5/2017 on log 86757. The unit's main board was serviced again 9/23/2021 (log 97074) & 12/22/2022 (log 99652). In both instances the unit's main board was updated with resistors. However, no issues were confirmed at the time of being serviced. Historical complaint review: a review of the 2-year complaint history no similar reported complaint conditions. Product receipt: the complaint unit was returned on 12/12/2024. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: the product tested to specification as the device was found to meet all visual and functional test specifications. Root cause not applicable as the complaint condition was not confirmed. The unit was evaluated, tested to specifications free of defects and returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed.

Event description:
No additional information.